Event description:
On (B)(6) 2014, the lay user/patient contacted lifescan (lfs) alleging her onetouch ultra was powering off during use. The medical surveillance specialist (mss) spoke with the patient on 05/20/2014 and obtained the following information. The patient claimed the alleged issue began on (B)(6) 2014 at approximately 7:30pm in the evening. The patient reportedly manages her diabetes with humulin r insulin and reported that she took 10 units of insulin when she was not able to perform a test, between 7:30-8pm. She claimed that immediately after attempting to test with the subject device, she became ¿irritable and grouchy.¿ she went to the emergency room immediately after attempting to test. When she arrived at the emergency room at approximately 8pm, her blood glucose was checked by a healthcare professional (hcp) on an hcp meter (unknown brand) and a reading of ¿410mg/dl¿ was obtained. The patient was treated with an additional 40 units of humulin r insulin and she began to feel better shortly afterwards. The patient reported that she was discharged after 2 days. At the time of troubleshooting, the cca noted that the subject device was not brand new. The batteries did not yet need replacing. Replacement products were sent to the patient and subject products are pending return for investigation. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed hyperglycemia that required intervention by an hcp after the alleged meter issue began.